Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated creatine kinase-mb (ckmb) result above the normal reference range of the assay for one (1) patient during the period from (B)(6) 2011. The results were generated on a unicel dxi 800 access immunoassay system, used in conjunction with access ckmb reagent (lot 023761) and access ckmb calibrators (lot 022298). This report is one of two and represents the erroneous results generated on (B)(6) 2011. The initial ckmb results were not reported out of the laboratory. Repeat testing of the patient sample on the same instrument generated lower results that were within the normal reference range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient samples were collected in plasma separator tubes and centrifuged for 6 minutes at 5000 rpm or processed through the automation line. Quality control was performing within the customer's established limits on the date of the event. Per the field service engineer (fse)'s request, the customer performed a system check on (B)(6) 2011. The check failed to pass within instrument specifications. The fse completed a preventive maintenance (pm) upon arrival at the site. The fse then performed a high sensitivity system check and carry over testing. All passed within instrument specifications. Mdrs associated with this event: 2122870-2011-03998, 2122870-2011-04011.